Event description:
It was reported that the patient was experiencing pocket stimulation. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The diagnostics were cleared and the device was reprogrammed. The patients pocket stimulation ceased; the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.